Event description:
Report received from (B)(6) stating that the device had an issue with noise. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "noise" was confirmed. The unit met the specification for vibration. If add'l info is received, a supplemental report will be sent. (B)(4).